Manufacturer narrative:
The device was not returned; however, a photograph was received for evaluation. Visual inspection of the photograph verified the reported condition. The cause is undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set came apart from the tubing. This occurred before use of the device. There was no patient involvement. No additional information is available.